Event description:
It was reported to boston scientific corporation on the event date, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the same day. According to the complainant, when removed from the package, the device had a damaged tip (crushed and frayed). The physician attempted to complete the procedure with another hydratome rx sphincterotome device.

Manufacturer narrative:
The device has not been rec'd for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. The 2008 15-month jagtome product family complaint trend, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Hydratome rx sphincterotome devices are included in the jagtome product family.